Event description:
It was reported through a direct call from the customer to the emergency support program recurrent gas loss alarms on cardiosave intra-aortic balloon pump (iabp) during active sensation plus 50cc intra-aortic balloon (iab) support. During intraoperative support with reduced augmentation, the console subsequently alarmed gas gain and repeated autofill failure alarms, leading to removal of the balloon catheter at bedside. No harm or injury to the patient was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.